Event description:
The customer reported that the heartstart xl could not accurately release energy. There was no patient involvement.

Manufacturer narrative:
(B)(4). A philips field service engineer evaluated the device and was unable to confirm the reported failure. The device passed all performance assurance tests and was returned to use. Philips was not able to confirm the reported malfunction.